Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. Upon interrogation, the pulse generator exhibited an error message. The device was reprogrammed and normal device function resumed. The patient was doing fine.